Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-00269, related manufacturer reference number 1627487-2022-00270, related manufacturer reference number 1627487-2022-00271. It was reported that patient experienced infection at the lead sites. Reportedly, the lead sites were drained, and patient was treated with antibiotics to address the issue.